Event description:
End user was sitting on the bath bench and turned to get out of the shower. Two legs bent and he fell, fracturing his hip.

Manufacturer narrative:
End user was sitting on the bath bench and turned to get out of the shower. Two legs bent and he fell, fracturing his hip. The sample was returned and evaluated. Two of the legs on one side were found to be bent. One leg was significantly bent outward and to the side. There was minor bending of the second leg. The pattern of bending suggests the bath bench was subjected to significant twisting and/or leaning by the end user. The outer diameter and thickness of the frame was evaluated and found to be within spec.